Manufacturer narrative:
Expertise of the returned device did not reveal any anomaly.

Event description:
Reportedly, the device was implanted on (B)(6)2013 and 4v/0.75ms outputs were programmed due to a high capture threshold. The patient is pacemaker-dependent and paced 100% of the time. During a follow-up performed on (B)(6)2019 , it was noticed that the residual longevity of the subject pacemaker was between 5 and 8 months, with a magnet rate of 96 bpm. The patient was set up for monthly telephone checks. The last telephone check performed on (B)(6)2019 showed a magnet rate of 90 bpm. On (B)(6)2019 , during a follow-up, it was discovered that the device had reached the recommended replacement time (rrt) and that the magnet rate was 75bpm.

Event description:
Reportedly, the device was implanted on (B)(6) 2013 and 4v/0.75ms outputs were programmed due to a high capture threshold. The patient is pacemaker-dependent and paced 100% of the time. During a follow-up performed on 22 february 2019, it was noticed that the residual longevity of the subject pacemaker was between 5 and 8 months, with a magnet rate of 96 bpm. The patient was set up for monthly telephone checks. The last telephone check performed on (B)(6) 2019 showed a magnet rate of 90 bpm. On (B)(6) 2019, during a follow-up, it was discovered that the device had reached the recommended replacement time (rrt) and that the magnet rate was 75bpm.

Manufacturer narrative:
Please refer to the attached analysis report.]

Event description:
Reportedly, the device was implanted on (B)(6) 2013 and 4v/0.75ms outputs were programmed due to a high capture threshold. The patient is pacemaker-dependent and paced 100% of the time. During a follow-up performed on (B)(6) 2019, it was noticed that the residual longevity of the subject pacemaker was between 5 and 8 months, with a magnet rate of 96 bpm. The patient was set up for monthly telephone checks. The last telephone check performed on (B)(6) 2019 showed a magnet rate of 90 bpm. On (B)(6) 2019, during a follow-up, it was discovered that the device had reached the recommended replacement time (rrt) and that the magnet rate was 75bpm.